Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4). Result of investigation: the cutting loop is broken off at the power supplying side at the exit of on the yellow insulation. The broken surface shows a ductile appearance. Both insulation tubing on neutral and working electrode are scratched down to the metal. As the broken surface shows a ductile appearance - sign of a break by force - it is most likely that the electrode got exposed to excessive force during application. The scratch could have been caused by a damaged inner sheath ceramic insert.

Event description:
It was reported that the distal end of loop broke inside patient bladder intraoperatively. The piece was recovered. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).